Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. Field service engineer (fse) confirmed reported problem. Fse resolved the issue by replacing speaker assy. Unit has passed required test and return for use. A primary speaker assembly was return for analysis. An investigation was performed and the reported issue could not be verified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a speaker test failure error codes. There was no patient involvement.